Event description:
The surgeon reported a distortion on the anterior surface of the lens. The patient has proliferative diabetic retinopathy and vitreous hemorrhage. A phaco vitrectomy was performed without complications. Hemorrhage recurred postoperatively and intraocular avastin was injected after one month, solving the problem. The patient reported poor vision a couple of months ago and the surgeon observed the shrinkage on the anterior surface of the lens. The rest of the lens is well and transparent in the bag, and there are no inflammatory phenomena.

Manufacturer narrative:
Examination of the parent lens and injector batch process records confirm routine manufacture and sterilization. There is nothing in the production records to suggest that either the lens or the injector were defective. Review of complaint files indicate no other complaints have been lodged against this lot number. The operating surgeon provided pictures of the implanted lens to rayner, which have been sent to the rayner ophthalmic surgery consultant for review and opinion. Analysis is ongoing. The surgeon has stated that he intends to explant the device during (B) (6) 2010. Rayner is assisting the surgeon in contacting an independent test laboratory which can examine and test the lens after explantation. The results of testing will be reviewed, if made available to rayner by the surgeon. This model, 920h, is not available in the USA. (B) (4)